Manufacturer narrative:
Siemens has completed an investigation of the event. The technical investigation has identified that the system had an inconsistency in timing which caused the exception. Despite additional radiation dose for the repetition of the topogram scan, there was no other harm reported. The delay did not cause any other negative health consequences to the patient. This report is filed with an abundance of caution.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom go. Up CT system. The user reported that a scan of an 84-year-old female potential stroke patient was not possible after creating the topo. The preparation symbol (green circle) was spinning; but never changed. According to the user, this resulted in a 30-minute delay in diagnosis.